Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and replicated the reported issue. Physio performed a review of the downloaded patient records and observed that the device had prompted "abnormal energy delivery" on all 4 defibrillation shocks that were provided on (B)(6) 2017. The third-party service agent observed that the cable-mounted plug connector, designator p22, on the transfer relay assembly, was not properly locked into place on pcb-mounted jack connector, designator j22, on the therapy pcb assembly. After placing the connector in its proper position, proper device operation was confirmed through functional and performance testing. The device was returned to the customer.

Event description:
It was reported to physio-control that the customer's device did not deliver a defibrillation shock during a resuscitation. No information on the patient details or patient outcome was provided.